Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they began hearing the magnet tone with more regularity, and that it had triggered approximately four or five times more recently. The patient stated that the last occurrence was the day before while on wooden ladder. The patient said their cell phone was in their pants pockets and there were no magnets around. The patient stated that in all the situations, their implantable cardioverter defibrillator (ICD) had not been in contact with any magnets. The patient was concerned that this was indicative of a device function error. The ICD remains in use. No patient complications have been reported as a result of this event.